Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product analysis lab received the returned complaint device on 09/01/2020; the returned product underwent evaluation and analysis. [Conclusion]: the healthcare professional reported that during the same procedure, the 1.00mm x 3.00cm galaxy g3 mini coil (glm910030 / l15968) was one of two coils that could not be advanced nor retrieved by the physician. As a result, the physician removed the coil and the concomitant microcatheter from the patient at the same time. After inspection, the embolic coil was noted to be in a stretched condition. Another 1.00mm x 3.00cm galaxy g3 mini coil was used as the replacement and the procedure was successfully completed. There was no report of any patient adverse event or complication. Multiple attempts were made to obtain additional information related to the procedure and the reported device were unsuccessful. If additional information is received at a later date, this file will be updated accordingly. The product was returned for evaluation and analysis. The investigational finding is documented below. Investigation summary: the non-sterile 1.00mm x 3.00cm galaxy g3 mini coil was returned contained in a pouch. Visual inspection was performed. It was observed that only part of the device positioning unit (dpu) was returned and it is inside a cut of an unknown catheter. The part of the dpu received was observed with dried blood residues. The dpu has the appearance of being ripped with excessive force from the rest of the device. The marker band was not located due to the condition in which the device was returned and received. A review of manufacturing documentation associated with this lot (l15968) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. The complaint documented that during the procedure, the 1.00mm x 3.00cm galaxy g3 mini coil was one of two coils that could not be advanced nor retrieved by the physician. The issue prompted for the removal of the coil and the concomitant microcatheter. After inspection, the coil was noted to be in stretched condition. The reported issues documented could not be confirmed due to the condition of the returned device. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. In addition, devices undergo 100% inspection at final assembly for the condition of the embolic coil. Thus, it is not likely that the 1.00mm x 3.00cm galaxy g3 mini coil left the manufacturing facility with the dpu in the condition that is observed on the returned device. The condition of the embolic coil must also be free of any damage; any anomaly observed at final product inspection would preclude the device from leaving the manufacturing facility. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This is one of two products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2020-00313 and 3008114965-2020-00315. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, ethnicity, and medical history were not provided. Procode is krd/hcg. The name, phone and email address of the initial reporter are not available / reported. The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. A review of manufacturing documentation associated with this lot (l15968) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. This is one of two products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2020-00313. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during the same procedure, the 1.00mm x 3.00cm galaxy g3 mini coil (glm910030 / l15968) was one of two coils that could not be advanced nor retrieved by the physician. As a result, the physician removed the coil and the concomitant microcatheter from the patient at the same time. After inspection, the embolic coil was noted to be in a stretched condition. Another 1.00mm x 3.00cm galaxy g3 mini coil was used as the replacement and the procedure was successfully completed. There was no report of any patient adverse event or complication.